Event description:
It was reported there was sensing difficulty one day post-implant. Diminishing r-waves were observed, from 11.5mv at implant to 1.7mv the next day. An x-ray appeared normal. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.